Event description:
It was reported that the customer sent the device to the international service center for routine periodic maintenance. The service technician during servicing identified, in the diagnostic log, occurrence of error codes that suggest an spi bus issue there was no patient involvement.